Manufacturer narrative:
Correction information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type?. H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4: unique identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: it was determined that the patient felt the temperature rise because the area irradiated by the illumination light temporarily rises in temperature, but a definitive root cause of the reported issue could not be identified. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 07-mar-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 07-mar-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Pentax medical apc performed a good faith effort to gather additional information regarding this event and responded an email on 11-apr-2024. The patient felt the hot inside the body during the procedure. After the patient felt the hot, the doctor withdraw the endoscope and changed the other endoscope to finished the procedure. The patient has no burnt and no injury occurred. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The temperature of the distal end is too high, and the patient felt uncomfortable, complain it. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.